Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the asr hip implant caused chronic pain and swelling in the patient. Litigation further alleges that the patient had difficulty sitting, standing, and walking. Litigation further alleges that the patient suffers from a slight discrepancy in the length of his legs. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood.